Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified blood within the balloon. Blood within the balloon is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. A longitudinal balloon tear was identified at the proximal transition zone. The tear extended distally along the balloon material and measured 21 mm in length. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately calcified and moderately tortuous anastomotic unspecified vessel. After a 35 inch non-bsc guide wire crossed the lesion, a 7.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation and initially inflated at 20 atmospheres. However, on the second inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another 7.0 x 40, 75cm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately calcified and moderately tortuous anastomotic unspecified vessel. After a 35 inch non-bsc guide wire crossed the lesion, a 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilatation and initially inflated at 20 atmospheres. However, on the second inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another 7.0 x 40, 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.